Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was laying on his side during dialysis at the time of the events. The shock impedance was low at 22 ohms for the high energy shock. Office testing could not reproduce the reduced r-waves. There was some noise found during system testing. The doctor elected to explant the system. An attempt to implant a transvenous system was unsuccessful. The doctor may have the patient wear a life-vest for now. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned severed approximately 55 mm from the terminal end. Only the proximal segment was returned. The returned portion of the electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was laying on his side during dialysis at the time of the events. The shock impedance was low at 22 ohms for the high energy shock. Office testing could not reproduce the reduced r-waves. There was some noise found during system testing. The doctor elected to explant the system. An attempt to implant a transvenous system was unsuccessful. The doctor may have the patient wear a life-vest for now. There were no additional adverse patient effects.